Manufacturer narrative:
The explanted products were resterilized and will remain in the hospital's catheterization laboratory. Without a return, no further analysis of the device or stored data can be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, the right atrial (ra) lead and right ventricular (rv) lead were revised. Difficulties were encountered during the revision procedure with this ra lead, as the ra lead exhibited loss of sensing when both leads were being tested with the non-boston scientific pacing system analyzer (psa). Technical services reviewed the available information and considered the ra paces were falling into blanking. Both leads and the pacemaker remained in service following this revision. No additional adverse patient effects were reported. It was later reported that a few days after the revision, the patient had several near syncopal episodes before being discharged from the hospital. The physician reported ventricular pacing was not observed on the ECG. Therefore, the physician explanted the entire system. The field representative saved device data for technical services to review. However, the data was not the most recent and did not show the physician's observation of no ventricular pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and leads were able to be retrieved from the hospital and were returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New device data was later submitted. The device was operating normally. There were many ventricular tachycardia (vt) episodes in the arrhythmia logbook. Sensing and impedance measurements were within normal range, with p-waves of 6mv and r-waves of 25mv. The available ECG showed heart rates always above 60 bpm. Based on the stored egm, av dissociation was noted, with accelerated ventricular rhythm also observed. One v-tachy episode showed similar behavior to what was observed with the psa measurements at the revision procedure. Signals outside of refractory were marked as, and signals inside of refractory were marked as (as) and signals inside of blanking were marked as [as], making it appear as a loss of ra pacing.